Manufacturer narrative:
The physician's guide warnings include the risk of infection after the procedure. The physician followed and treated the patient.

Event description:
Patient developed a staph aureus infection in the area treated. Keflex was prescribed by the treating physician. Thirteen days after initial treatment the patient is reported healing with no further complications.